Manufacturer narrative:
Concomitant medical products: d274drg ICD, (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced for high and unstable pacing thresholds with no capture and low pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.